Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no patient involvement as the pump was being used for demonstration and was not being used by a customer for insulin therapy. A new cartridge was loaded and the issue was resolved.